Manufacturer narrative:
Correction: manufacturer report should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, oversensing was noted on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.